Event description:
It was reported that one month post implantable cardioverter defibrillator replacement procedure, atrial lead impedance rose to greater than 3000 ohms. Erratic sensing and loss of capture at the maximum pacing output were also observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.